Event description:
It was reported by the central sterile dept that a drill bit was broken off inside a handpiece attachment. There was no reported pt or user injury, and no delay in the procedure. No adverse consequences were alleged from this event.

Manufacturer narrative:
The device was returned to the MFR and the complaint was confirmed. Based on the quality investigation, debris and corrosion were found in internal components, which can seize the bearing and jam the bur. The device could not be repaired and was discarded.